Event description:
The event involved a neutron where it was reported two large air bubbles appeared in line above the clamp. It was reported that the line was checked for air by the client and wife prior to visit at clinic and no air was present. Client arrived at the clinic at 1000hrs for a dressing change and cap change. The flush was prepared with a microclave cap and ensured no bubbles were present, the port was swabbed with an alcohol swab and the clamp to the red lumen was closed. The health care provider removed the cap and two large bubbles appeared in line above clamp. The provider used microclave port to close end and did not flush the line. The client sent to systemic b for further assessment. All further care was stopped and the client was sent to cross cancer institute. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is not available for evaluation. Without the return of the device a probable cause is unable to be determined.